Event description:
It was reported that during the procedure, the left ventricular (lv) lead was difficult to maneuver and was not able to change the shape. The lv lead was replaced and the procedure continued with the new lead on (B)(6) 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event was ¿the lead was not changing shape even after repeated attempts". A complete lead was returned in one piece. Electrical testing did not find any anomalies. Visual examination of the lead did not find any anomalies except of procedural damage.